Event description:
The manufacturer received information alleging a ventilator's internal battery was not working. There was no harm or injury reported.during the evaluation of the device at the manufacturer's service center, a "service required" code was observed. The device's internal battery was replaced to address the issue.